Event description:
I got ultherapy treatment at dr (B)(6) in (B)(6) by a woman named (B)(6). I cried out in so much pain, bawled. I was told only to take tylenol prior and she applied numbing cream. I called the main office who would never speak with me and only had miss (B)(6) contact me that I had raises red lines. Three months later, I am in my early 30's and am scarred with lines across the sides of my face. I commented on the ulthera page and they removed my comment. I now have saggy jowls and scars and it was so painful I tear up writing this.